Event description:
A surgeon at the user facility reports that an intraocular lens (iol) would not fold in the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.

Event description:
A nurse from the user facility provided additional information stating there was no pt impact/injury associated with this event.